Manufacturer narrative:
Investigation/conclusion: the customer reported a discrepant low inratio inr result during testing. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter was identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.6, poc inr: 2.0. Therapeutic range: 2.0-3.0. The time between testing was approximately three (3) hours. Reportedly, the meter was not in the correct mode when finger stick was performed. There was no report adverse patient sequela. There was no additional information provided.